Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with a broken display. It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a broken display was confirmed during product evaluation. This condition was caused by lines on the main display. The main display was replaced to correct the reported condition. Additional information: this involved a colleague version 1.7 infusion pump with a user interface module software version of 8.11.00. A device history review was performed with no exceptions during manufacturing found. A service history review revealed no previous service events were related to the reported condition. This issue has been escalated to CAPA.